Event description:
It was reported a pericardial effusion occurred. During a watchman implant / left atrial appendage closure procedure, a versacross connect laac access solution was selected for use. No effusion was noted on pre-imaging. Transseptal puncture (tsp) was completed using the versacross connect system. The physician had to re-stick the septum for a lower access site. It was safe stick with both transeptal punctures. No issues during transseptal were reported. The wds was prepared, advanced and deployed in the left atrium appendage (laa). Approximately one (1) minute after release of the closure device, a pericardial effusion sweep was performed and an effusion (12.4 in size) was noted in the right ventricle. Pericardiocentesis was completed and 700cc of fluid was removed to treat the effusion (bloody red). The physician suspected the effusion was from the transseptal. The patient remained hemodynamically stable, and was kept hospitalized overnight for monitoring and discharged. The patient was not under warfarin nor antiplatelet at the time of the event. There were no further complications and the patient was discharged the next day. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.